Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Customer reported that when measuring a lesion on an unmagnified mammography image using merge pacs, and then performing the same measurement on the image magnified by the hologic imager, the measurement was not the same. If doing measurements on magnified and unmagnified images it is relatively obvious that the measurements are not consistent. However, if performing measurement only on a magnified image it may not be obvious that the measurements are not accurate.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers..